Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor harness assembly was replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6)2022 and (B)(6)2022. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a malfunction resulting in the over-delivery of pressure during a case. There was no patient injury.